Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is rough handling during usage. The device was evaluated upon receipt. Temperature out cable was broken by usage. Replaced temperature out cable. Device passed applicable testing after repair. The lot number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. "Periodically inspect the external areas of the device for damaged, loose or missing parts, and frayed or twisted power cords and cables." A DHR review is not required as the lot number is unknown. Corrections: d, f, h initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature out cable and circulation pump was defective in an arctic sun device. Per email, none of the three devices could transmit the temperature out reading to the monitor. They replaced everything, the temperature out cable, the device, the connecting cable, and even the monitor. When the indwelling catheter was connected directly to the monitor, it worked and was baffled and rushed off again. Then noticed that the circulatory pump in (B)(6) would probably give up soon. Per review of wo on 22sep2025, there was no patient involvement. Per follow up information received via mail on 25sep2025, device would be repaired in the hospital by medtech.

Event description:
It was reported that the temperature out cable and circulation pump was defective in an arctic sun device. Per email, none of the three devices could transmit the temperature out reading to the monitor. They replaced everything, the temperature out cable, the device, the connecting cable, and even the monitor. When the indwelling catheter was connected directly to the monitor, it worked and was baffled and rushed off again. Then noticed that the circulatory pump in (B)(4) would probably give up soon. Per review of wo on 22sep2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number: (B)(6). Initial reporter facility name: (B)(6) hospital. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.